Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed abrasion marks 50cm distal to the is-1 connector pin. However, the insulation was not breached in this area and these marks are not assumed to be the root cause of the reported undersensing. The above mentioned marks most likely resulted from constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore, cuts into the insulation 21cm distal to the is-1 connector pin were found, which probably occurred during the extraction procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported undersensing. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to undersensing. No adverse patient events reported. Should additional information become available, it will be added to this file.